Manufacturer narrative:
Per the clinic, there are plans to explant the device due to the reported open circuits and other related issues, however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced no sound with the device. High impedance was noted on (B)(4) electrodes and open circuits was noted on the other electrodes. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2026, and reimplantation is planned but had not taken place at the time of this report.